Event description:
Kimberly clark has received a complaint indicating that "before the treatment of an (B) (6) pt, a nurse had a glove tear." There were no reports of any user injury. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
The device history could not be reviewed without a lot number. A sample will not be sent for evaluation. Investigation is in-process. A supplemental report will be provided when additional relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.